Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy manager (ptm) was not uploading information. The refill date was not accurate. The patient had a recent refill and the old refill date was still showing up on the ptm. The pump was infusing an unknown drug.